Event description:
Hosp personnel responded to a pt in cardiac arrest. The device was connected to the pt with a quik-combo pacing/defib adapter and disposable pacing/defibrillation/ECG electrodes. According to the reporter, the device would not charge when either the device's or adapter's charge button was pressed. A backup device was called for and used and the pt was resuscitated. The pt later died but the reporter stated the alleged device malfunction did not cause or contribute to it because the pt was not viable.